Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer experienced skin inflammation during use of the infusion set. She developed a red rash, itching and blister at the insertion site and was treated with antibiotics.

Manufacturer narrative:
Correction: section e initial reporter address information was updated.